Manufacturer narrative:
The device was returned, however, the customer complaint could not be confirmed: the device deployment and retraction functioned as intended.

Event description:
Note: patient age, gender, and weight are unknown. It was reported to boston scientific corporation in 2006, that a leveen superslim needle probe was used during a procedure. The complainant stated that when the array was deployed and retracted during preparation, the handle's operation was difficult and the array's movement was "worse." The procedure was completed with a different device (product and manfacturer uknown). The patient condition was noted as "good." No patient complications were reported as a result of this event.